Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, undersensing and loss of capture were observed on the atrial lead. Lead dislodgement was confirmed via fluoroscopy. The lead was explanted and replaced. The patient was stable.